Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 75% stenosed, 09x3.00mm target lesion was located in mild tortuous and moderately calcified left circumflex (lcx) artery. After the lesion was predilated with 2.5x6 unspecified balloon catheter,a 12 x 3.00mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, it was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual examination found that the hypotube was broken 41cm distal to the strain relief. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The tip outer diameter (od) was measured and is within specification. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).